Manufacturer narrative:
Add'l expiration date: 12/08. The customer reported getting a "pads not attached" message, when connected to the device. The device was not returned to philips for evaluation. The customer localized the issue to the pads adapter cable. The customer was shipped replacement hands free therapy cable. The defective cable was scrapped by the customer.

Event description:
The customer reported getting a "pads not attached" message, when connected to the device.